Event description:
The pump was explanted due to meningitis. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2011 (B)(6); product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6); product type catheter. (B)(4).